Event description:
It was reported that a sensing anomaly occurred. Sensed r- waves decreased from 6 mv to 1 mv. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.